Event description:
The fast-cath hemostasis introducer tubing detached during an infusion. The patient extended his head and the tubing detached resulting in bleeding from the introducer. The bleeding was resolved by manual pressure over the site. The introducer was removed and a peripheral line was used to continue the infusion.

Manufacturer narrative:
Product evaluation: the reported event of the tubing detached could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.